Manufacturer narrative:
H4: the lot was manufactured between december 19, 2022 - december 20, 2022. H11: the device was received for evaluation. During visual inspection the blue winged luer cap was observed separated from the distal luer. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation the blue winged luer cap of a small volume intermate separated from the distal luer. There was no patient involvement. No additional information is available.